Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient was admitted for low hemoglobin and was feeling poorly. Plasma hemoglobin was 99 g/dl and lactate dehydrogenase (ldh) was elevated to greater than 500 u/l (baseline ldh is 200 u/l). Both hemoglobin and ldh returned to normalized level. During patient's admission hemoglobin was 7.2 g/dl and hematocrit (hct) was 25.6 % . Patient was transfused with 1 unit of packed red blood cells (prbcs) and both hemoglobin (8.3 g/dl) and hematocrit (29.7 %) improved. Patient was discharged. No further information was provided.